Event description:
Healthcare professional called to report a left -side deflation. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis the final assessment is: deflation: a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Deflation: delamination of the diaphragm valve assessed as adhesive failure. Observed opening device assessed as surgical damage. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional called to report a left -side deflation. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.